Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 10-may-2024, it was reported that the one infusion set patient run out because of insertion leaked and tape came off loose. The infusion set is long for 1 day. The blood glucose level was 158 mg/dl and it is high when bolus pump is using for 48 hours. No further information available.